Manufacturer narrative:
Additional information: section h imdrf annex codes, manufacturer narrative correction: section d concomitant med prod data, medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, section b describe event or problem and section h device manufacture date d4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that orders and adt messages were not processing on the es server. The server flagged the messages as "availableforprocessingflag=1". A technical support specialist applied a fix to the web.config to change the "service behavior" and restarted several processing services to resume the flow of messages. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server went into critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es went into critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.